Event description:
It was reported that patient device was checked and seen a flat signal on the right ventricular (rv) electrogram (egm) with real-time egms with no patient symptoms but when doing an right ventricular (rv) threshold test, the signal is much bigger and the patient is feeling the pacing. Also, as long as the tests ends the symptoms go away. (B)(6) sated not sure about the flat signal and latitude shows appropriate pacing. Ts sates to consider chest x-ray to confirm lead location and to check anything grossly wrong with the lead. To date, this device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).